Manufacturer narrative:
The customer, supported by a beckman customer technical specialist, performed troubleshooting and replaced na, k, and cl electrodes to resolve the issue. The customer verified the analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for sodium (na) and chloride (cl) on their dxc 700 au clinical chemistry analyzer. The customer released patient results outside the laboratory, however, upon re-analyzing on a different analyzer, those results were later amended. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. Provided results for three patients.